Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 60.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling of the device during preparation for use. If the ace 64 is forcefully manipulated during removal from the packaging, or during preparation for use, damage such as this may occur. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from the packaging. The kinked ace 64 was found prior to use and was not used in the procedure. The procedure was completed using a new ace 64 kit.